Manufacturer narrative:
Device evaluation narrative - one curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the suture is protruding out of the proximal end of the depth limiter. The depth limiter has been cut to the surgeons desired length. T1 is missing from the construct, the suture appears to have been cut. T2 has been advanced to the dimple. Device was tested for deployment using a rubber meniscus model. T2 deployed as intended. Reported simultaneous deployment could not be confirmed. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that t1 and t2 deployed simultaneously from the ultra fast-fix 360 curved during an unknown procedure. There was a reported short delay of less than 30 minutes, and no patient injury was reported.